Event description:
Info was rec'd that reported a pt was hospitalized in 2007, due to hyperglycemia. It was reported that one day before, at 6pm the pts' blood glucose was 133 mg/dl. The following day, when she awoke her blood glucose was 370, at 10:30am, it was 372, and at 1:40pm it was 325 and she was spilling ketones. She was brought to the hospital where she was treated with IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.